Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for dialysis, the nurse found the wound was oozing. The patient had developed an infection. No additional information was available at this time.